Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation: the device was returned to zoll medical corporation. The customer's report was observed during review of the device data logs. However, the device passed initial testing. Internal inspection observed damage to the ribbon cable between the smart pneumatic module board and central processing unit. The ribbon cable was replaced as a precaution which could not be firmly established as cause.. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "internal comm failure - 1173" and "internal comm fault - 3470" messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an unknown "self-check failure" message complainant indicated that there was no adverse effect to the patient due to the reported malfunction.